Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided shock therapy to the patient and recorded a code 1004, which is indicative of a short circuit condition during the shock delivery. There was also an associated low out of range shock impedance measurement less than 12.5 ohms observed on the right ventricular (rv) lead. Boston scientific technical services (ts) explained this short circuit condition to the boston scientific representative. Ts indicated the system will likely not be able to deliver successful shock therapy anymore and that they should consider this patient unprotected. Ts provided guidance that the ICD device and the rv lead should be replaced. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.